Event description:
It was reported that the patient experienced a stroke and low platelet count. After a pulse field ablation (pfa) procedure using a farawave catheter the patient had a stroke and low platelet count. The patient complications were identified by a physician during a chart review for hospital risk management. The exact timing of the complications is unknown, and it is unknown if any medical intervention was performed. The current condition of the patient is unknown. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.